Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "there seems to be air in the tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary bd did not receive samples or photographs from the customer in support of this complaint. 20 retained samples were draw-tested with deionized water. The water is drawn from a compensated draw apparatus. This comprises of a header tank, which is connected via tubing to a direct draw adapter at the end, into which the tube is inserted. The level at which the tube is inserted into the apparatus, is determined by local atmospheric pressure. This simulates the blood drawing method. Then the drawn tubes are weighed on a calibrated balance. (Please reference test procedure vt5540002 section three). From this testing it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "there seems to be air in the tubes."